Event description:
Difficult intervention and not a whole lot of information. The choice wire was advanced after deployment of a stent and the wire somehow got stuck on the stent. The team tried to free the wire from the stent by using an add wire and corsair wire and the doctor was able to trap it and pull the wire out. Although there was a piece of the wire still left in the vessel.

Event description:
Difficult intervention and not a whole lot of information. The choice wire was advanced after deployment of a stent and the wire somehow got stuck on the stent. The team tried to free the wire from the stent by using an add wire and corsair wire and the doctor was able to trap it and pull the wire out. Although there was a piece of the wire still left in the vessel.